Manufacturer narrative:
H6:investigation summary: bd received 200 samples each from batches 0092887 and 0308055 for investigation. 50 samples from lot 0092887 were evaluated by functional testing and the indicated failure mode for retraction issues with the incident lot was not observed as all product specifications were met. Additionally, 50 samples from lot 0308055 were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported that while using bd vacutainer® push button blood collection set foreign matter was discovered with lot# 0308055. Also after venipuncture needle does not fully retract with lot# 0092887. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that there was some black substance in some wingsets, also reported that the needle failed to retract.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0092887 medical device expiration date: 2022-03-31 device manufacture date: 2020-04-01. Medical device lot #: 0308055 medical device expiration date: 2020-11-03 device manufacture date: 2022-10-31 a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4)

Event description:
It was reported that while using bd vacutainer® push button blood collection set foreign matter was discovered with lot# 0308055. Also after venipuncture needle does not fully retract with lot# 0092887. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that there was some black substance in some wingsets, also reported that the needle failed to retract.